Event description:
Upon insertion, the nurse felt resistance when catheter was approximately 10cm inside the pt. The nurse withdrew catheter and introducer cut catheter, leaving 7cm catheter in infant, which had to be surgically removed at bedside.

Manufacturer narrative:
The sample was returned on 06/30/2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).